Event description:
This report summarizes one malfunction. A review of the reported information indicated that model unknown broviac chronic catheter allegedly experienced a fracture. This information was received from a single source. The malfunction involved a patient with no reported consequence. The patient was reported as 13-years-old whose sex and weight were not provided.

Manufacturer narrative:
H10: the product catalog number of the malfunction was updated. The lot number for the malfunction was not provided. The device has not been returned for evaluation; therefore, the investigation is inconclusive for fracture as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. H10: g4. H11: b5, d1, d4. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the hickman s/l catheters products that are cleared in the us. The pro code for the hickman s/l catheters products is identified. The lot number for the malfunction was not provided. The device has not been returned for evaluation; therefore, the investigation is inconclusive for fracture as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0600520ce chronic catheter allegedly experienced a fracture. This information was received from a single source. The malfunction involved a patient with no reported consequence. The patient was reported as (B)(6)-years-old whose sex and weight were not provided.